Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes") and fibroma ("fibroid tumors"). The patient was treated with oophorectomy (bilateral),hyst. (Full). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, allergy to metals, hormone level abnormal, depression, anxiety, hot flush and fibroma outcome was unknown. The reporter considered allergy to metals, anxiety, depression, fibroma, genital haemorrhage, hormone level abnormal, hot flush and menorrhagia to be related to essure. The reporter commented: received treatment for menorrhagia ,gen. Abnormal bleeding, nickel allergy, hormonal changes, depression, anxiety, hot flashes and fibroid tumors diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury nos" replaced with" gen. Abnormal bleeding", events "menorrhagia (heavy menstrual bleeding), nickel allergy, hormonal changes, depression, anxiety, hot flashes, fibroid tumors", reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.